Event description:
Breast implant illness. Chronic fatigue, hair loss, memory loss, back and neck pain, comma numbers entangling in my hands and feet and weight gain, constant headaches and an overall feeling like I'm dying. FDA safety report ID (B)(4).